Manufacturer narrative:
On (B)(4) 2020, mentor received additional information regarding the condition of the complaint device and date of explantation. The complaint device was in unsalvageable condition and discarded upon explantation. Thus, the complaint device is not available for device evaluation. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information indicated that the actual date of explantation was (B)(6) 2020. The relevant fields have been updated. On (B)(6) 2020, the analysis was completed based off of a photo that was provided. Investigation summary: upon visual evaluation of the provided image, the device was observed to be ruptured, and some gel was noted inside a syringe. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with a 600cc mentor memorygel breast implant and experienced postoperative right-sided rupture and breast pain. Mammogram performed on (B)(6) 2020 indicated right-sided rupture. As a result, the patient had a consultation with a healthcare professional, and the diagnosis was confirmed via physical examination. In addition, the patient experienced breast pain (onset date unknown) and noticed asymmetry of her breasts (unknown date). As a result, the patient underwent bilateral removal and replacement with two unspecified breast implants on (B)(6) 2020.